Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Home monitoring reported daily shock impedance out of range >150 ohms on (B)(6) 2024. Pacing impedance, pacing threshold, and sensing amplitude trends are all stable and within normal limits. Recommended patient to be interrogated to verify the out-of-range shock impedance value. Lead remains implanted.